Event description:
A user facility reported to olympus that all the front panel lights were blinking. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were updated: h2, h4, h6, h10. The following section was corrected: h8. It has been nearly 13 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation and the repair estimate inspection card, ¿error due to fatigue of turret motor¿ was described as the cause of phenomenon. Olympus will continue to monitor field performance for this device.